Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 54 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.